Manufacturer narrative:
Concomitant medical products: product ID 306001, serial# unknown, product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported by the basic evaluation patient that they bent over this morning and felt pain. The patient also stated they felt tingling in their arm. Additional information was received from the patient. Patient stated that she is currently feeling stimulation, however it moved more towards the crack in my butt, so the patient thinks the wire must have moved a little. Patient also stated they went from 0.5 to 0.6 volts yesterday but it was too much and after half the day she was very uncomfortable. Patient also stated that about 2pm on (B)(6) 2021, she received a shock down her leg above her knee that was very uncomfortable. At this time she has turned the therapy off and plans to keep it off until she sees the doctor on (B)(6) 2021. No further complications were reported.